Event description:
Zenith endovascular graft was implanted in 2004. Pt was released from the hosp the following day. Two days after the procedure, the pt became ill, noting the blood pressure rate at 211/116. After medication was given to treat the blood pressure, the pt was taken to the e.r., where no abnormalities were found. Ten days later, the pt's creatinine level registered 2.6, bun 30, nitrogen 44, and ggtp 92. At the 1 and 3 month follow up exams, no blockage was detected, however, the pt had been experiencing back pain and felt ill. The follow-up 6 month exam in july, noted the creatinine level was too high to tolerate dye and test was not performed. Medication was given to counter-act level and in 2004 test revealed that one kidney was "gone" and the other was partially blocked. A stent was placed in the still functioning kidney to improve the flow into the vessel. Pt is currently doing better although there is still evident swelling in the lower extremities.